Event description:
Reporting status:serious injury - required intervention. Reporting rationale: failure to cross the lesion resulted in a failure to treat the vessel injury, requiring the need for a second device. Device issue: failure to cross. It was reported that the device was unable to cross the lesion. The procedure was aborted and the perforation was treated with another stent. No additional event or patient information is available.